Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 health effect - clinical code should have been "4412 - movement disorder" instead of "2388 - inadequate pain relief". This correction is reflected in this additional report 2.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was placed into surgery mode. Troubleshooting was able to resolve the issue.